Event description:
Customer reported that they had a surgery couple days ago and their blood glucose readings have been running high. Customer stated that their blood glucose readings have been in the 350 mg/dl to 400 mg/dl range and were not coming down with a bolus. Customer's blood glucose reading at the time of the call was 257 mg/dl and was treated with 8.0 units with a manual injection. No further info reported. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No further info reported.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.